Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had been hospitalized for high blood glucose levels. Customer's mother stated the device stopped working and was not wearing it during hospitalization. Customer's mother declined troubleshooting. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.